Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: b5, d8, h2, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. A root cause could not be identified. Based on the investigation results, and since the device was not returned for evaluation, the most probable cause of the complaint could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center experienced, after inserting the scope, that the image could not be displayed, the screen became noisy, and the system could not be used normally. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.